Event description:
The reporter stated that, the surgeon had inserted a single piece collamer lens model cc4204bf into the patient's eye and noticed the lens was torn. The incision was enlarged to remove the lens and another model lens was inserted and a suture used.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens is torn in half and one portion of a plate haptic is torn off & missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluaton of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.